Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant attempt, there was no superior vena cava (svc) coil measurement and the right ventricular (rv) coil showed high impedance. A setscrew failure was noted on the device. The device was not implanted and another device was used. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. The returned device had foreign material in the connector. The returned device indicated a damaged grommet, a set screw with a rounded socket, and that the set screw was found in the connector bore. If information is provided in the future, a supplemental report will be issued.